Event description:
It was reported that during a device changeout procedure, the physician chose to prophylactically replace the patients right atrial (ra) lead that exhibited chronic high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).